Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused with a volume of around 24 ml instead of a flow rate of 20 ml/hr and vtbi of 40 ml. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "the specific flow accuracy issue being reported is over infusion. The pm was performed using a flow rate of 20 ml/hr and volume to be infused of 40 ml" was not reproduced. The evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a one hour run time. The delivered amount was 40.479 and the error percentage was at (B)(4) and within specification. The event history log review was completed. An event date was not provided, however review of the last day of use in the history log revealed an infusion programmed at a rate of 40 ml/hr and volume to be infused: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.